Manufacturer narrative:
Calibration and qc were acceptable before patient testing. The field service engineer discovered the ise reference solution cap and tubing were out of place which caused an ise reagent probe alarm. He checked the ise and performed adjustments. He verified the ise was operational and passed mechanical checks. He performed ise precision testing, calibration, quality control, and patient linearity between another analyzer with passing results.

Event description:
The initial reporter received questionable low ise indirect gen.2 na results for three patients from a cobas 6000 c (501) module. The provided questionable results were generated after the customer replaced two ise reagents. The initial results were not reported outside the laboratory. The customer performed repeat testing on another analyzer and determined the repeat results were correct. Patient 1¿s initial na result was 134 mmol/l, and repeat results were 142 mmol/l and 142 mmol/l. Patient 2¿s initial na result was 130 mmol/l, and repeat result was 138 mmol/l. Patient 3¿s initial na result was 124 mmol/l, and repeat result was 132 mmol/l. The na electrode lot number was y57 with an expiration date of 15-dec-2020.

Manufacturer narrative:
The field service engineer visited the customer again and discovered the ise sipper tubing in the wrong position. He realigned the sipper tubing and lubricated the ise assembly lock. The customer performed calibration and qc with passing results. As no further issues were reported after the service visit, the investigation determined the service actions resolved the issue.